Manufacturer narrative:
A partial lead with the pin measuring 50.9 cm was returned for analysis. Insulation and conductor] damage was noted at 23.7 cm from the pin consistent with clavicle crush damage. The lead failed the hipot test between the connector pin and ring electrode cable vectors due to ptfe liner and ring electrode cable etfe insulation abrasion consistent with clavicle crush.

Event description:
It was reported that a patient's right ventricular lead was explanted and replaced for an unspecified issue. More information was requested but not provided.